Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that error 629 displayed on the powered laser surgical instrument. The issue was found during setup prior to the patient being in the room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.